Event description:
Customer complaint reported sporadically shortened aptt results when using the rpt_sys test group mode on their acl elite coagulation analyzer. The normal control was initially low out of range and then in range on repeat. A pt aptt was initially low (15 seconds) and then normal (29 seconds) on repeat. Clot curves appear appropriate with no errors or warnings. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Issue description: known issue of sporadically lowered aptt results outside of the clia allowable error limit of 15% when using il locked pt/aptt test groups on the acl elite (and the other instrument family members: acl 8000, acl 9000, acl 10000, and acl elite pro). Root cause: pt reagent carryover in the test group mode is a possible contributing factor in the occurrences of the lower aptt values. Recall in-process: a recall is currently underway on this instrument family (B)(4). The recall is being tracked through the local (B)(6) FDA district office (B)(6) and (B)(6). Note: FDA assigned recall no. Pending. Customer have been issued an urgent product notification advising them to discontinue use of all il locked pt/aptt-based test groups and to only run their instrument in single test or profile mode until further notice. Note: this complaint pre-dates the issuance of the notification to us customers (mailed on (B)(6) 2010).